Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was undergoing flow diversion of an unruptured saccular small aneurysm located in left internal carotid artery (ica). Vessel tortuosity was described as severe. It was reported that during the procedure, the first pipeline flex device was implanted successfully. Reported pipeline was second device in the procedure. This pipeline distal end did not open after various troubleshooting efforts. The pipeline was re-sheathed and removed with the catheter from the patient. Then another pipeline was selected and successfully implanted. The pipeline was re-sheathed less than or equal to 2 times. There were no reports of patient injury in association with this event.